Manufacturer narrative:
A revision to step staple was reported. No additional details are available. If additional information is available, this report will be updated.

Event description:
A revision to step staple was reported. No additional details are available. If additional information is available, this report will be updated.